Event description:
The ICD had multiple discharges on (B)(6), 2022. Patient went to the hospital for examination and the doctor found the device was eos when programming it. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead and the ICD under complaint were not returned for analysis. Therefore, this report only refers to the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as of the data available for analysis. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing of these devices. Particularly, the final acceptance tests proved the devices functions to be as specified. The received data was inspected. Inspection of the available iegms revealed the presence of noise in the rv channel, which led to 48 episodes on august 24th, 2022 between 01:05 h and 10:03 h. These led to 52 charging cycles which partially resulted in shock deliveries, between 05:21 h . At the time of the last registered charging cycle the battery status eos was activated, presumably due to the fast, successive amount of charging cycles. In conclusion, in the available iegms the occurrence of noise was observed in the right ventricular channel. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted presumably from that fast, successive charging. There was no indication of an ICD malfunction. However, the integrity of the rv lead cannot be assured.